Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had an issue with removing a medication. The customer confirmed that issue has been resolved from their side. The technical support specialist confirmed that the malfunction occurred when issuing medications to the patient. The system functioned as intended after troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had an issue with removing a medication. The customer stated that they were not able to remove an order for a particular medication, the medication is loaded in the station but showing as "not loaded need to get from the pharmacy". There were no adverse events or injuries reported based on this event.